Manufacturer narrative:
Eval summary: the reported condition of an inoperable stop button was confirmed during product eval. However, the date the pump was received was not specified. The keypad was found to be faulty, and was therefore, replaced to address the reported condition. The pump was tested and returned within specification. This issue is currently being investigated.

Event description:
The facility reported a pump with an inoperable stop button. It was not documented when the reported condition occurred. There was no documentation to suggest that there was any pt injury or intervention associated with the reported condition. There is no additional info available.